Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they took multiple falls, and had no stimulation on the 8-15 lead. The rep. Met with the consumer and performed an impedance check which showed high results on the 8-15 lead. The rep. Was able to reprogram the other lead resulting in good coverage, so the 8-15 lead was off. Following this the issue was resolved, but it was also noted that surgical intervention took place, so further information was requested to clarify this.

Event description:
Additional information was received from the manufacturer representative that reported that no surgical intervention took place. The patient had great relief with one lead that was still working.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.